Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pressure, cutting / constant feeling of discomfort"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("constant feeling of stress"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal of the essure device via emergency partial hysterectomy and ovary removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic discomfort, genital haemorrhage, dyspareunia, vaginal discharge, hormone level abnormal, anxiety, stress, fatigue, alopecia, migraine, headache, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic discomfort, stress, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: patient underwent a confirming hsg test approximately six weeks after undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pressure, cutting / constant feeling of discomfort"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("constant feeling of stress"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal of the essure device via emergency partial hysterectomy and ovary removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic discomfort, genital haemorrhage, dyspareunia, vaginal discharge, hormone level abnormal, anxiety, stress, fatigue, alopecia, migraine, headache, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic discomfort, stress, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: patient underwent a confirming hsg test approximately six weeks after undergoing the essure procedure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.